Event description:
Per the clinic, the patient experienced dermatitis around the implant site in (B)(6) 2019 and was treated with topical steroid (specific date and duration not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on january 10, 2023.